Manufacturer narrative:
(B) (4). (B) (4). Investigation showed that there was a complete separation from the tubing to the top cap of the burette; after pressure testing the set it was found to have a leak at the bottom cap of the burette. The cause of the separations was identified as being due to insufficient solvent applied to engagements during the manufacturing process. The root cause of the failure has been identified as a faulty solvent dispenser. This event was escalated to management, resulting in the issuance of CAPA (B) (4).

Event description:
Customer reports that there is a leak in the set, unknown location on set. Customer is not sure how long the set was hanging before the separation was discovered; unknown date of occurrence or any other details of incident.